Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with prismalix surgical light. As it was stated, during maintenance technician noticed broken suspension screw and damaged thread at the anchor. There was no injury reported, however we decided to report the issue based on the potential as the described malfunction of these particular screws may lead to the detachment of configuration. It was established that when the event occurred, the surgical light did not meet its specification as covers should not fall and it contributed to incident. In the time when the event occurred, the device was not was not being used for patient treatment. The issue was reviewed by the subject matter experts with the manufacturing site. From their review it comes forward that the failure of the screws is considered related to fatigue stresses due to moderate shear overload. The subject matter experts estimate that initiated at the bottom of the thread, the repeated low mechanical stresses likely caused the breakage of a first screw and the rupture of the other screws corresponds to progressive propagation of the shear effect. To prevent any incident the yearly preventive maintenance program mentions to check the tightening of fixation screws on the suspension tube. The subject matter experts point out that in april 2019 getinge transmitted the service bulletin 98a on getinge online reminding to carry out preventive maintenance and wearing parts replacement to ensure the device safety, the service bulletin 98a mentions to replace the suspension fixing screws every 6 years during the preventive maintenance. We believe that if the manufacturer recommendation would have been followed the incident would have been avoided. Given the circumstances we shall continue to monitor for any further events of this nature and do not propose any further action at this time. The purpose of this submission is solely to provide a correction of catalog # and version or model # section. This is based on the result of additional information received. #d4: previous catalog #: ard567238990. Corrected catalog #: ard567238998. Previous version or model #: ard567238990. Corrected version or model #: ard567238998.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 6th january, 2021 getinge became aware of an issue with prismalix surgical light. As it was stated, during maintenance technician noticed broken suspension screw and damaged thread at the anchor. There was no injury reported, however we decided to report the issue based on the potential as malfunction of these particular screws may lead to the detachment of configuration.